Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that on (B)(6) 2025, the surgeon inserted spinal cage between the l4/l5 vertebrae using the plif method, and performed posterior fixation at the l4/l5 vertebrae. Three weeks after surgery, the spinal rod dislodged from the spinal screw inserted into the right 5th lumbar vertebra. We do not receive any other adverse patient consequences reported.